Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A direxion catheter was selected for use. The physician noted that there were insertion difficulties. The procedure continued and while the catheter was being torqued the nitinol hypotube fractured. The device was removed. No patient complications were reported and the procedure was completed with a different device.